Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable touch screen issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen had black vertical lines that blocked the graphics and text. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.